Event description:
Legal claim and medical records received. After review of the medical records for MDR reportability, the patient underwent a left hip replacement on (B)(6) 2008 and had asr implants implanted. The patient was revised on (B)(6) 2015 for pain, increased metal ions, and corrosion on the taper. No labs were provided for the increased metal ions.

Manufacturer narrative:
Litigation papers received. In addition to what was found during the revision operative note the litigation alleges discomfort, clicking, and grinding. The taper sleeve is now being added to the complaint. This complaint was updated on: (B)(6) 2016. (B)(4). Depuy still considers this investigation closed at this time.

Event description:
Litigation papers received. In addition to what was found during the revision operative note the litigation alleges discomfort, clicking, and grinding. The taper sleeve is now being added to the complaint. This complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.